Manufacturer narrative:
Additional/updated information was added to reflect the battery harness being returned to the manufacturer for evaluation. The result of the evaluation was that there was evidence of localized heating at the positive terminal on the red terminal cover, which also left discoloration on the bracket below. However, none of the components within the harness were observed to be faulty, and no evidence of a flame or fire was observed. Therefore, the underlying cause of the heating at the positive terminal could not be determined because the rest of the original components for the chair were not returned.

Event description:
Provider states the front wiring harness has burned through the battery cover, the red piece that goes over the positive terminal.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the front wiring harness has burned through the battery cover, the red piece that goes over the positive terminal.